Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and a suture was used. During the surgery, the suture was pulled apart when it was used to sew the peritoneum. Changed to another one to continue suturing. This increased the patient's medical expenses and increased the operation time. No adverse patient consequences were reported. Additional information was requested